Manufacturer narrative:
(B)(4) the evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have pinhole leak on the right wall. The leak was discovered prior to being administered to the patient. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. Functional testing confirmed the reported condition as a large leak on the front side of the bag. The cause of the condition is unknown; however the condition likely occurred during customer handling of the filled bag as the leak was spraying water without manual squeezing, which indicates it would have been immediately obvious if the leak had been presented during filling (customer reported the leak was found at the user location, prior to administration). Should additional relevant information become available, a follow-up report will be submitted.